Manufacturer narrative:
Clavicle crush damage was noted at 38.0-39.5cm from the connector pin. The inner coil was exposed at this location, consistent with the field observation of noise and inappropriate shock therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving multiple shocks due to noise. The lead was explanted and replaced. The patient was stable post procedure.